Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported the device stopped working and the implantable neurostimulator (ins) or extension leads were faulty. No symptoms, cause, troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was ¿functionally okay¿ with ¿insignificant anomalies.¿ analysis of both extensions found ¿no significant anomaly.¿ it was noted that each extension had been cut through and segmented when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.